Event description:
Unsuccessful perclose attempt to left femoral artery. Perclose device did not deploy correctly and was stuck in the artery. Drs. From ir and vascular surgery contacted and came to the cath lab to help facilitate removal in case more significant vascular injury occurred. Ultimately, they were able to remove the perclose device successfully. Femoral artery angiography following perclose removal demonstrated no extravasation. Successful 8 fr angioseal performed.